Event description:
MRI video system goggles were resting on patients face/nose, and he sustained a thermal burn from the glasses. They had partially come off his face when the table moved making them crooked and the nose piece was resting uncomfortably on his face.